Event description:
When inserting the device into the vertebral body cavity, the tongue damaged the dura meter. After pulling out the guide protector, there was a small leak of the cerebrospinal fluid. Dr clipped on a torn dura mater and the surgery was completed. Pt is reported to be doing o.k.